Event description:
Pt required a femostop as a closer device post cath. Upon opening device and applying to patient the device was faulty. Code on device read "e05"; this is battery failure. This is a new device that had never been used or opened. FDA safety report ID# (B)(4).